Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that both bail covers and ring cover were broken, both bails were missing, one battery latch was broken, and there was no pacing output due to the heart lead flex being out of specification. Analysis found that there was a short on the output signal path of the heart lead flex component. (B)(4).

Event description:
It was reported that the external pulse generator had a broken case. The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.